Event description:
On (B)(6) 2009, the patient reported the up/down buttons on her insulin infusion device are not properly responding. She stated she started top notice this about 1 month ago. She said she has difficulty pressing the buttons and sometimes they do not pop back up when pressed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.